Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant, there were difficulties advancing the lead through the stylet. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead without the stylet was returned in one piece. A test stylet could not be inserted due to blood/tissue clogged at the middle region of the lead. The cause of the reported event was isolated to the inner coil being clogged with blood/tissue. The s-curve height was measured within specification.